Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they cannot regulate the sound volume of the alarm and noticed that the volume got higher and when customer made an attempt to adjust volume, it did not respond and unable to modulate volume. Customer states they set audio options menu to audio and vibrate mode. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes one and five. The customer was advised to revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor.